Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the venous port on the reservoir was defective. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device and visual exam confirmed that the reservoir was damaged. Review of the damage type is consistent with excessive force applied to outside packing during shipping and handling. (B)(4).